Event description:
It was reported that an ilet user awoke to find the pump on the fill tubing step with 2.4 units and, while still connected to the infusion set, pressed and held to deliver the fill amount, resulting in untracked insulin delivery and subsequent hyperglycemia attributed to overnight interruption of insulin. Symptoms included hyperglycemia at 250 mg/dl. Outcomes included user education and troubleshooting without alerts or alarms and without hospitalization. Investigation included customer interview and review of device use and handling. Investigation of this case revealed that the device performed as designed, and the event was due to user technique during the fill tubing procedure while connected to the body, which prevented the dose from being recorded in insulin on board. It was concluded, based on previously established findings for similar reports, that the cause was user handling during setup leading to untracked insulin delivery, with device function normal.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.